Event description:
The surgeon reported a corail stem neck fracture (etched on the neck).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. Based on the failure description, date of insertion and distribution lot code it is reasonable to attribute the root cause to design. A recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem in this area. The reference / batch involved in the current complaint (3l92501 / 1257850d) was part of the batches concerned by the recall. Corrective actions were also established moving the etch location to another region on the stem to alleviate this failure. Further corrective action not indicated at this time. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.